Manufacturer narrative:
Disregard the information in the initial report suggesting that the device was not returned for evaluation. Mentor became aware of this omission on 10/3/2019. Device evaluation summary: upon receipt by mentor, the device was received with cloudy gel. No foreign material was observed within device and gel observed on shell surface. Upon receipt the device was severely rented. Device returned in three pieces. No others anomalies were observed. Microscopic examination of the edges of the rent gave no indications as to cause. Since all mentor devices are inspected prior to release, pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Because pe was unable to confirm any unusual failure mode, no corrective action will be taken at this time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Mentor is aware that, over time, gel-filled implants may rupture due to fluid leakage. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage and intimate physical contact, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture: manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 450cc mentor memorygel breast implant and suffered right-sided rupture postoperatively. As a result, the patient underwent bilateral explantation and replacement with unspecified mentor gel devices on (B)(6) 2017. On 9/5/2019, mentor became aware that psr report reference numbers (B)(4) and (B)(4) were duplicated. Any additional event information received will be submitted under this report number.

Manufacturer narrative:
On 10/3/2019, mentor became aware that follow up report # 2 for this event was missing the evaluation codes. They have been added. Manufacturer's reference number: (B)(4).